Event description:
Facility alleges blood leak during dialysis. Chief tech reports fiber leak occurred on a 20th use dialyzer. Blood circuit discaarded; estimated blood loss >100 cc. Treatment restarted with new dialyzer and lines; no further medical intervention required. No pt injury reported.